Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high pacing impedance measurements, measuring at 2005 ohms and high out of range shock impedance measurements, measuring around 130 ohms on this right ventricular (rv) channel. Upon review, sensing and pacing threshold were stable and there were no registered episodes of noise. The physician stated that the high impedances could be due to fibrosis due to aging of the lead. All provocative maneuvers were negative and it was recommended to perform integrity testing. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that integrity test was performed. The delivered shocks resulted in 111 ohms and 117 ohms of shock impedance measurements. No evidence of lead malfunction was then assessed. The plan is that the patient will be continuously monitored via latitude. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high pacing impedance measurements, measuring at 2005 ohms and high out of range shock impedance measurements, measuring around 130 ohms on this right ventricular (rv) channel. Upon review, sensing and pacing threshold were stable and there were no registered episodes of noise. The physician stated that the high impedances could be due to fibrosis due to aging of the lead. All provocative manouvres were negative and it was recommended to perform integrity testing. This rv lead currently remains in service. No adverse patient effects were reported.